Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when nurse stuck for the accucath, he was unable to advance the cathlon, so he retracted the needle, and was trying to remove the cathlon and guidewire but was having difficulty. During this the guidewire broke with half of it still in the patient¿s arm. He was able to grab the guidewire and finally remove the guidewire and cathlon. They obtained an x-ray of the patient¿s arm and found part of the guidewire still in the arm but also it appears that part of the midline catheter is in the arm. Vascular consulted. Vascular reviewed and noted the possible tip of catheter/ guidewire in tissue. Vascular does not plan to remove the tip of the catheter since in the tissue and felt no harm. The doctor was notified. He had no difficulty inserting or removing the midline, so we are unsure how part of the catheter remained in the arm. No other information was provided.